Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed based on testing performed. Inspection under magnification observed tubing damage to be two similar indentations, likely be cuts/tears, next to each other (measured as approximately 0.05 inches in length and were measured as approximately 0.04 inches apart from each other). A leak was immediately observed from one of the cuts/tears; it was observed that the fluid leaked out from only the damage to the right. Further inspection of the set package noted a slight scratch/scuff along the front lower right area. The scratch/scuff was observed to be very minor compared to the tubing damages previously described. The set package was filled with water and it was observed that the fluid slightly trickled out from the scratch/scuff. No other obvious damages or issues were observed from anywhere else. It is unknown how the tubing damage occurred. The cause of the leak was due to tubing damage. The root cause of the damage was not identified.

Event description:
It was reported that the tubing leaked during patient medication and fluid infusions. Although requested, no event specifics were provided except to state that there was no harm to the patient.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked during patient medication and fluid infusions. Although requested, no event specifics were provided except to state that there was no harm to the patient.